Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened quick serter was tested and it failed per specification due to trigger buttons did not release properly.

Event description:
Customer reported she experienced high blood glucose of 514 mg/dl. Customer stated that the serter barely puts in the infusion set and she has to push it in manually. She treated with manual injection. Nothing further reported.